Manufacturer narrative:
The device was received in relatively good condition. It was returned with no suture, t1 or t2. The components are part of the ability to evaluate complaint cause. The depth limiter is attached. There is no sign of aggressive use. Root cause for this complaint symptom is unknown. There have been no related manufacturing causes to support this complaint. T2 pre-deployment can be neither confirmed nor disproved. No deficiencies were identified within the device history review for this production lot.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the t-2 anchor failed to deploy. A backup device was available to complete the procedure without delay. No patient impact was reported.